Manufacturer narrative:
The tech isolated the issue to failed CPR valve. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head of the bed will not lower when using the CPR pedal. The head section will lower using the siderail controls electrically and hydraulically.